Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred an hour and 45 minutes into the patient¿s hemodialysis (hd) treatment. It is unknown if the leak was internal or external. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator contacted customer service support reporting that there was a blood leak during treatment. It was reported that the machine alarmed and that the blood leak was found on the arterial dialysate port. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and a laboratory bubble point test was attempted; however, water would not pass through the dialyzer due to coagulated blood within the fibers. After disassembly of the sample for further analysis, no leak or damage/irregularities were identified on the returned sample related to leak or otherwise. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak that was confirmed to be damaged to the dialyzer housing causing broken fibers with sample evaluation. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred an hour and 45 minutes into the patient¿s hemodialysis (hd) treatment. It is unknown if the leak was internal or external. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.